Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer called into technical support (ts) reporting that the device has power failure. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:20jan2021. B4:22jan2021. The service technician confirmed the reported issue. The power management board was replaced to resolve the issue. After the installation of the new pm pcba, the unit passed verification testing and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.